Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: jses int. 2024 aug 30;9(1):155-162. Https://doi.org/10.1016/j.jseint.2024.08.186. Pmid: 39898231; pmcid: pmc11784290.

Event description:
Title: turned stem tension band technique in reverse total shoulder arthroplasty for proximal humeral fracture can achieve high tuberosity healing rates regardless of the vertical sutures. The aim of this study is to compare the tstb technique with or without vertical suturing for phfs and evaluate the rates of tuberosity healing and reduction loss. Between october 2014 and january 2021, a total of 35 patients (vertical suture group: 18 cases and nonvertical suture group: 17 cases) underwent reverse total shoulder arthroplasty using no. 2 ethibond; ethicon. Reported complications are n=35; reduction loss. Treatment: not mentioned. In conclusion, the tstb technique for phfs provided high tuberosity healing and low reduction loss rates regardless of vertical sutures.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: the attachment that was sent in the initial medwatch report was attached in error. Please disregard the attachment in the initial medwatch.